Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related extraction of the tooth..clear aligners do not cause bone loss and gingival inflammation and recesion. In our opinion this was a pre-existing condition base on dental neglect and that it should be evaluated and diagnosed by the patient dentist. Note: patient ended treatment in (B)(6) 2022.

Event description:
Patient reached out to support on (B)(6) 2023 and reported having a bone loss that affected their gums and had to recently have teeth extracted because of its severity. Quote from patient: "I have bone loss affected to all of my gums due to continued use on aligners even with following you instructions and scans allowing me to continue treatment. My entire mouth is affected and I've had to recently extract teeth because of its severity" .note: patient completed treatment in april 2022 and has been wearing retainers since then.